Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before clamping the tissue during a laparoscopic video-assisted thoracic surgery, the loading unit was attached to the handle. The rotation knob was used to articulate the loading unit. During articulation, the handle and loading unit connection part broke, and the loading unit was unloaded by itself. Another handle and reload was used to complete the case. There was no patient injury.